Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and patient stated that the device was not working. No further complications noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient has tried many times to charge the ins but could not connect. They have tried with and without the antenna, but the patient programmer would not connect. The patient last charged five months ago but did not know when they first could not connect. They will follow up with their healthcare provider (hcp). No symptoms were reported. No further complications were reported/anticipated.